Manufacturer narrative:
.

Event description:
It was reported that during a colon resection, when the device was to be removed transanally, the anvil stayed in the patient. Created an otomy in the colon to remove the anvil. The staple line and anastomosis were fine. There was no consequence to the patient.